Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance and remove appear to be related to case circumstances of the procedure. In this case, it is likely that the challenging anatomical conditions reduced the clearance between the guiding catheter and guide wire resulting the difficulty to advance and remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, mildly calcified and mildly tortuous mid right coronary artery (mrca). A 6f mach1 guide catheter was inserted without issues and the hi-torque (ht) versaturn guide wire was advanced to the lesion, however, resistance was met during advancement with the guide catheter. The versaturn guide wire was removed to shape the tip but when removing the guide wire from the guide catheter there was significant resistance. Contrast was 100%. Another ht versaturn was used to complete the procedure. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.